Manufacturer narrative:
Sample is unavailable for evaluation. Without such evident to review, the complaint cannot be confirmed. If additional information is provided in the future, a follow-up report will be submitted.

Event description:
On (B)(6) 2019, the patient underwent percutaneous puncture and localization of left breast mass with a positioning needle under ultrasound guidance. The purpose of use is to locate breast nodules. The residual metal foreign body found in the re-examination is suspected to be part of the structure of the positioning needle. The patient was operated on and removed.